Event description:
In this event it was reported that a pt experienced a rash after the use of aquasil impression material. As stated, the area that was in contact with the material immediately became red and swollen. The pt was administered benadryl and a steroid rinse to alleviate the symptoms. The pt returned for f/u and the symptoms had completely reversed.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.